Event description:
After procedure (hysterectomy) and recovery period (about 3 hours total) the tube could not be removed from the pt. The pt was sedated and re-laryngoscoped. The tube was manipulated out. Upon removal it was noted that the black band (above the balloon) had smeared/disintegrated, appearing as though it may have adhered to the mucosa. Pt was scoped and a small edema was observed. No laser, cautery, lubricant or other chemicals were applied.